Event description:
Follow-up information indicated surgical intervention was undertaken and the patient's lead was explanted and replaced. Also, the patient's ipg was explanted and replaced (reference MFR report: 1627487-2015-08215). The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported diagnostic testing indicated low impedance readings. X-rays were taken and the patient's subcutaneous lead was found to have migrated out of the epidural space and into the ipg pocket site. The patient's physician recommended she turn stimulation off. The patient is to consult with a surgeon.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.